Event description:
There was an allegation of questionable ise indirect gen 2 results for multiple patient samples from the cobas pro ise analytical unit. One example was provided: the initial sodium result was 149 mmol/l and the repeat results were 142 mmol/l and 135 mmol/l. The initial chloride result was 108 mmol/l and the repeat results were 103 mmol/l and 98 mmol/l. The final repeat results were believed correct as they were consistent with the previous results.

Manufacturer narrative:
The sodium electrode lot was t7359 and the chloride electrode lot number was q2706. The expiration dates were not provided. The field service engineer replaced the sample probe, seals, pinch tubing, and sipper tubing, and also cleaned and conditioned the fluidic pathways. He checked the sample probe alignments, cleaned and adjusted the sipper nozzle, and cleaned the vacuum nozzle and the mixing vessel. He found a slight kink in a nozzle that he replaced along with the sipper assembly and the vacuum nozzle. He performed all sample probe adjustments. The investigation determined the service actions resolved the issue.